Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited intermittent atrial undersensing. The device had delivered inappropriate defibrillation therapy and inappropriate anti tachycardia pacing therapy to the patient. Programming changes were performed on the device. The patient was stable and remained asymptomatic.